Manufacturer narrative:
(B)(4) for failure of the operator to close the saline line during run on spectra has been attached with risk information related to this failure mode. This failure mode was given a hazard risk assessment value of 5 (low) because it has an occasional likelihood of occurrence, it is unlikely an individual at risk would be injured, and if injury were to occur, there is the possibility that it would be of moderate severity. Further, the proper actions to perform during a procedure on the spectra system are demonstrated and emphasized during operator training. Leaving the access saline line open could lead to hypervolemia, returning too much fluid to the pt. Field diagnostic/correction: the clinical support specialist helped the operator get through the procedure and gave them advice on how to collect a harvest, which they were able to do after the fourth try. They also checked on the pt who was showing no adverse effects from the extra saline that he rec'd. Investigation: a pm procedure was performed on this equipment on (B)(6) 2009, less than a month before this incident, with no issues found with the equipment and it has operated with no additional failures reported. Conclusion: operator error. Corrective/preventive action: investigation results indicate that the product met performance specifications and performed as intended. The support specialist who assisted the operator provided some retraining concerning this issue, and stressed the importance of following standard operating procedures when performing this procedure. A report of operator error trends is distributed quarterly to the sales and implementation teams to determine the needs for targeted training opportunities.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The customer reported that they were having issues collecting a harvest from a pt with neuroblastoma. During the procedure, they had left the saline line open and an extra volume of about 400 mls was given to the pt. This report is being filed due to the potential for hypovolemia. The customer is unable to give us a pt identifier for this incident.